Manufacturer narrative:
(B)(4). A visual and microscopic examination of the deflated balloon identified a pinhole in the balloon wall located on the distal end of the balloon, above the markerband. Examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 100% in stent restenosed lesion was in a previously placed non bsc stent in the moderately tortuous proximal right coronary artery (rca). During pre-dilation the physician advanced a 2.0mm x 20 mm maverick balloon to the lesion. On the second inflation the balloon was inflated to 12atms and the balloon ruptured. The device was removed from the patient intact. The procedure was completed with a different device. There were no patient complications. Patient status is reported as good.